Event description:
Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the lpda with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal cx with 80% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with cutting balloon angioplasty and placement of a 3.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. A rotoblator burr was advanced into the occluded lad but was stalled and the procedure was terminated to avoid any complications. The pt was transferred back to the referring hosp on the next day with renal failure, for which they underwent dialysis for fluid overload. Renal function slowly improved. The pt had some atrial fibrillation, for which pt was placed on amiodarone, however, pt did have runs of ventricular tachycardia. Pt was on metoprolol also. On the evening of 6th day, the pt started having more runs of venticular tachycardia that continued into the morning of next day. Per the submitted death summary, ck was less than 20; troponin 14.9 (units not given). A code was called but the pt's family elected to stop heroic measures. The pt was pronounced dead at 07:50 am on the same morning. An autopsy was not performed. Same case as MFR # 6000089-2004-01161.